Manufacturer narrative:
It was reported by customer that the tubing disconnected from the safety clamp and this caused normal saline to leak from the tubing. One sample was received for quality evaluation. Visual inspection indicates that the tubing separated at the lower pumping segment fitting to the infusion set tubing. The customer complaint of separation other component - leak was confirmed. The investigation was forwarded to manufacturing for further evaluation. After the investigation, the most potential root cause that generates the separation is an incorrect application of solvent in the tubing due an incorrect insertion of the tubing to the solvent dispenser by the production personnel. As a corrective action maintenance to the solvent dispensers was conducted, updating the frequency of the preventive maintenance on the solvent dispenser, and additional training of the production personnel to reinforce the assembly instructions, usage of fixtures, tubing handling and correct insertion to the solvent dispenser. A device history record review for model 2420-0007, lot number 25015095 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: the tubing disconnected from the safety clamp and this caused normal saline to leak from the tubing. The lot# 25015095.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.